Event description:
The event included a fractured flower screwdriver, in which the distributor claims a small fragment from the screwdriver was not able to be removed from the patient (<1mm in size). X-ray was used to attempt to locate this fragment, but it could not be located.